Event description:
The customer reported that the paper stopped scrolling and therefore the customer couldn¿t really interpret correctly the slowdown of the baby. The patient was moved to a different monitor. There was no unplanned caesarean section and no reported patient harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an unplanned caesarean section was necessary on a patient due to the lack of information on paper.